Manufacturer narrative:
Additional information: h6: device code and method code.

Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2020 due to high capture thresholds and noise. Patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the right ventricle lead exhibited episodes of noise. Additionally, the patient was in a complete heart block and experienced dizziness at times. No pocket or arm manipulation could replicate the noise signals. Programming changes were made on the device. Patient was stable.